Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H6 investigation findings: c22 - photo review . Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open slide labeled vcp247. A suture with a fragment of needle still attached. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a3a, a4, b3, e1, h6. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure patient: (B)(6), female, caucasian, weight 75, height, 1,60m. Date and name of index surgical procedure? Surgical procedure: (B)(6) 2025. The diagnosis and indication for the index surgical procedure? Diagnostic: cervical espondilotic mielopaty. Surgical procedure: cervical laminectomy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Posterior surgical approach + cervical laminectomy (open surgery). On what tissue was the suture used? Posterior cervical muscles. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Tissue condition: normal muscle tissue. How was the suture placed (interrupted or continuous)? The suture was interrupted to approach de muscles of the neck. What instruments were used to grasp the needle? The surgical instrument used was a needle holder. Where was the needle grasped during use? The needle was grasped on the posterior third. What was the size of the needle used? The size of the needle was 3.0. What was the size of the broken needle fragment? 2/3 of the anterior part of the needle. Was more than half the needle retained in the patient? Yes, about 2/3 of the needle. Were the needle piece(s) retrieved during the same procedure? If yes, what was done to remove the broken piece(s)? The needle wasn`t retrieved. Many attempts were made with rx image to localize the needle which was deep placed but hemorrhage and low hemoglobin of the patient forced the surgeon to stop the procedure. Was a second procedure required to remove the needle pieces? No, so far. Please describe any medical/surgical intervention required for this suture event including dates and results. No medical or surgical intervention were required, so far. We are looking for de evolution of the patient condition and complaints including rx pictures. Does any needle piece/device remain retained in the patient's tissue? Yes, the rest of the needle remains in de neck muscles of the patient. If the piece(s) were retained, where are they located/in what structure? The rest of the needle remains in de neck muscles of the patient. If retained, were there any patient consequences? None, so far. If retained, are there plans for removal of any remaining fragments? We will remove the needle if necessary or if the patient wants to do that. How long was the delay of procedure? The procedure will be done if there is any risk for the patient condition or if the patient wants to do that. Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. No. We are doing medical surveillance periodically. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. Only hemoglobina dropped down to critical level and forced the surgeon to stop the procedure to remove the needle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No, nor the operating room nurse. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Bad condition of the needle. What is the patient's current status? No problems, so far. Will product be returned? If so, please provide the return date and tracking information. I don`t know. The event was reported to the hospital administration. Surgeon¿s name? (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? Was more than half the needle retained in the patient? Were the needle piece(s) retrieved during the same procedure? If yes, what was done to remove the broken piece(s)? Was a second procedure required to remove the needle pieces? Please describe any medical/surgical intervention required for this suture event including dates and results. Does any needle piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? How long was the delay of procedure? Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke while suturing muscle. The surgery was delayed due to the event. The use of an x-ray machine was required. The procedure was not successfully completed. It was reported that the surgeon was unable to remove the part of the needle that broke inside the patient. It was stated that medical intervention was necessary. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: a suture needle was submitted for fractographic evaluation. The product received for analysis was vcp247h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.